Event description:
Red status indicator. No patient involvement.

Manufacturer narrative:
P36¿ moisture ingress. Moisture ingress within the device on multiple components and circuitries, including hv capacitors and the rtc circuitry. This had led to the inability of the device to power on, resulting in the reported complaint of red status indicator.

Event description:
Red status indicator. No patient involvement.